Event description:
Pt admitted due to urinary incontinence, stress type and erectile dysfunction. Had a penile prosthesis insertion and urinary sphincter placed with cuff in 2005. Device was not functioning and had to be surgically removed.